Event description:
It was reported that this right atrial (ra) lead exhibited noise and intermittently low out-of-range pace impedance measurements less than 200 ohms. This ra lead remains in service and will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).